Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end and a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have thermal damage on the yaw pulley at the tip/distal. Material appears to have burnt off from the charring that occurred near the yaw. The instrument failed the electrical continuity test due to broken conductor wire on the other side of the yaw pulley. Components adjacent to the yaw pulley show thermal damage. A review of the procedure logs conformed a monopolar instrument was used during the case. The instrument was found to have damage of the conductor wire insulation at the yaw pulley. The conductor wire insulation was damaged because of the thermal damage to the yaw pulley. The instrument failed electrical continuity test.

Event description:
It was reported during the da vinci assisted surgical procedure; the fenestrated bipolar forceps had broken cable. There was no reported injury.